Event description:
Country of complaint: (B)(6). Complaint states: vascular scissors are breaking at the tip.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: the investigation is in a bad condition. Corrosion and residues can be found on the blades. Inadequate oiling (maintenance) is the reason for this issue. Hardness and material correspond to the specifications. We assume that mechanical overload caused the fracture of the tip. There are no hints for product or material deviations.